Event description:
On 02/06/2025, it was reported by a sales representative via (B)(4) that an ar-1510hr retroconstruction drill guide handle knob pin fell out and knob came off. The patient was not affected. This was discovered during a procedure, with no reported patient harm. Additional information was received on 02/12/2025: this occurred during a acl/pcl procedure on (B)(6)2025. The knob was found but they could never find the pin. An x-ray was taken to make sure it wasn¿t in the patient. The case was completed using a new acl set and a ar-1510hr retroconstruction drill guide handle was used to complete the case. There was a twenty minute delay in the case.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. Complaint allegation is confirmed. Upon visual inspection, it was noted that the dowel pin is missing from device. Functional testing was not performed due to the damage to the device. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force used during tightening /untightening the knob.